Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer received a message during the load process that prevented the load process from being completed. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 98 mg/dl.